Event description:
Home patient reports respiking a solution bag into already used heater line spike of homechoice set while troubleshooting an alarm situation. Baxter technician instructed home patient to discontinue treatment at the time. Per health care professional, no patient injury or medical intervention resulted from incident.